Event description:
I had a medtronic minimed 670g pump that malfunction resulting in having to go to the ER and ICU for three days because I was not receiving the insulin I needed. I went into ketoacidosis because of this malfunction. I also have health conditions still because of this incident. I also had to rack up more bills on top of this because I do not trust medtronic anymore with my life. FDA safety report ID # (B)(4).